Event description:
Monitor in or mode on, lt alarm audio reset on. Lt alarm occurs, i.e. Asy, monitor alarms, lt alarm condition clears, monitor alarm tone becomes silent. Serious alarm condition occurs, monitor does not audibily alarm (is silent) until press of alarm silence fixed key. This complaint was initiated internally. There have been no reports of pt incidents regarding this problem.